Event description:
The pt had wound drainage (non-bacterial), edema, erosion around the pump and a fever. The pump and catheter were explanted. The pt outcome was reported as "non-serious injury/illness." The device system was used to deliver hydromorphone.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found; normal device function. Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing. Catheter.